Event description:
The report we received from the field indicated that the wire was being used with a quick cross catheter in the sfa. During postioning, the wire seemed to catch within the catheter. The catheter and wire were removed together, and the coil wire of the guidewire was noted to be fractured and unraveled. The core wire remained intact. There was no report of any adverse effects to the patient, and no part of the wire remained in the patient. Additional procedural information has been requested. But has not yet been forthcoming. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.